Event description:
The customer reported that during a tonsillectomy procedure, a spark followed by a visible flame was noticed at the tip of the electrode during use. The fire was extinguished and no injury occurred. The incident device is being held by risk mgmt at this time and is not available for eval.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.